Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a cataract extraction procedure the lens dropped to the back of the eye. An anterior vitrectomy was required. This is the first of two reports being filed from this facility. Alcon referenced alcon file (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the intraocular lens implant (iol) was not inserted. The patient will need to return for iol placement once retina has been repaired.

Manufacturer narrative:
The system was examined. The company representative was unable to find anything that would have contributed to the reported issue. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).